Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: terumo, command es, guide catheter: jr4,sheath: 6fr, 4fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, heavily calcified mid right anterior tibial artery. A 2.0 x 20 mm armada 14 xt percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced to the lesion and crossed. Upon reaching a pressure of 14 atmospheres during the first inflation, the balloon ruptured. Another 2.0 x 20 mm armada 14 xt pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy which was described as heavily calcified. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.